Event description:
This lead was intended for pt implant in (B)(6). Intraoperative testing of the device found impedance issues for two lead contacts. Attempts to overcome this issue via troubleshooting proved unsuccessful. A new lead was used to successfully complete the procedure. No pt complications resulted from this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.